Manufacturer narrative:
Visual examination of the tome device found that it has foreign matter (black matter which looks like a moss fungus) inside the c-channel. A functional evaluation was performed by withdrawing the wire already loaded in the tome upon receipt. It was withdrawn without resistance. The wire was then loaded in the tome and it passed through the extrusion of the tome, however, a little resistance was felt when the guidewire passed over the foreign matter found. The circumstances under which the foreign matter got into the device cannot be determined based on the information available. Taking into consideration these factors a definitive root cause could not be identified. Therefore, the most probable root cause is undeterminable. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, as the bsc guidewire was front-loaded through the autotome¿ rx 44, it was noticed that there was some resistance encountered. The physician tried to insert it again; however, resistance was still noted. As the device was removed by the physician, it was found out that a "black foreign matter" was present in the guidewire lumen. Reportedly, the device was not tested prior to use and there was no visible damage noted to the device and its packaging. The procedure was completed with a second autotome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, as the bsc guidewire was front-loaded through the autotome¿ rx 44, it was noticed that there was some resistance encountered. The physician tried to insert it again; however, resistance was still noted. As the device was removed by the physician, it was found out that a "black foreign matter" was present in the guidewire lumen. Reportedly, the device was not tested prior to use and there was no visible damage noted to the device and its packaging. The procedure was completed with a second autotome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.